Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment on an unknown date. It was reported that after the endurant stent graft was implanted there was a type IV endoleak suspected in the final angiogram. The patient was monitored by their physician. The patient returned for follow up and it was confirmed that type IV endoleak possibly remained, a re-operation was performed. No additional clinical sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.